Event description:
Patient reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "prostheses is 'crumpled' and 'has been feeling a lot of pain for the past 2 days'."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.